Event description:
Reportedly one month post implant ((B)(6) 2013), the physician observed high impedance values and pacing failure on ventricular channel. A new pacemaker was implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.